Manufacturer narrative:
Event problem code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture." Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4):covid-19 quality plan - complaint handling.

Event description:
Physician reported left side "intracapsular rupture" confirmed by MRI. The device has been explanted.